Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when the hcp pulled the tube out after blood collection, the shield was separated with the stopper stayed with the tube, which resulted in blood leakage from the gap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "material #: 367989. Lot/batch #: 1158589. Bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. The hemogard cap was detached from the rubber stopper. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of closure separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when the hcp pulled the tube out after blood collection, the shield was separated with the stopper stayed with the tube, which resulted in blood leakage from the gap."